Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Patient screening images provided by the site (3mensio report) shows that the patient's left access vessel minimum luminal diameter (mld) was smaller than 5.5mm, with the presence of moderate calcification, and moderate tortuosity. Imagery of the devices after removal from the patient revealed the following: one strut was bent outward at the valve outflow side. The crimped valve was exposed through the sheath. The complaint for frame damage was confirmed based on imagery provided for evaluation. Per the IFU and training materials, a minimum luminal diameter (mld) of 5.5mm is required for a 14f esheath+ with a 26mm thv. Per the edwards training manual, ''push force can vary due to the angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification.'' Per the 3mensio report provided, the patient's access vessel had the presence of calcification, tortuosity and undersized vessels. These vessel characteristics can create a challenging pathway during the delivery system insertion, leading to resistance. The further excessive device manipulation and/or crimped valve retrieval could lead to the valve struts interacting with the sheath shaft resulting in the strut damage at the valve outflow side. As such, available information suggests that patient factors (calcification, tortuosity, undersized vessels) and/or procedural factors (device manipulation, withdrawal of crimped valve) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist, this was a left transfemoral tavr procedure with a 26 mm sapien 3 ultra resilia (s3ur) valve. The physician felt resistance when advancing the 26 mm commander delivery system into the 14 fr esheath+. The tip of the esheath+ was flouroed, and the valve appeared to be outside of the esheath+ at the distal end of esheath+. The entire system was removed and discarded. A new 26 mm resilia kit was opened, prepped and delivered without issue. The 2nd esheath+ was inserted, and the esheath+ was ballooned with a 6.0mm balloon. A viper slide was injected into the esheath+ prior to the new valve insertion. There were no patient complications or issues with esheath+ removal. The patient was stable and was discharged. The perceived root cause of the event is that the valve started to exit on the side through the esheath+ liner. There was no difficulty faced inserting esheath into patient. The expansion tool was used. The vessel was dilated prior to esheath+ insertion. The loader was able to be fully inserted into the esheath/esheath housing. The esheath was not inserted at a steep angle. The ds did not exit the esheath. The system was withdrawn from the patient as a single unit. A photo of the devices after use revealed a bent strut on the valve, and the valve is exposed through the liner.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Please reference manufacturing number - (B)(4).